Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt who had a spine deformity was implanted on (B)(6) 2011 with a construct from t10 to ilium, with allograft spacers. In (B)(6) 2012 pt experienced an infection and returned to hospital on an unk date for a wash out and antibiotic beads with oral antibiotics. No hardware was removed at this time. This is 47 of 65 reports.